Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose level ranged between 120-180mg/dl. The customer resumed insulin delivery without changing any supplies. A pump system check was performed and the pump functioned as expected. The customer stated that they believed the occlusions were caused by a temperature change due to the customer wearing the pump against their skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.